Manufacturer narrative:
As reported, patient had umbilical hernia recurrence post implant of ventralex st mesh. Additional information has been requested. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complications. Hernia recurrence is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reactions section of the instructions-for-use (IFU), supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient had umbilical hernia recurrence post implant of ventralex st mesh. It was reported that the problem was identified in (B)(6) 2024, still the situation is going on.